Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The foot side rail was ordered for replacement to resolve the issue. No report of patient involvement. Unique identifier: (B)(6). Legal manufacturer: (B)(4).

Event description:
The hospital reported the foot side rail broke after being pulled on. There was no patient involvement.